Event description:
It was reported the patient had felt electric shocks. It was stated the shocks were at the place of their chest implantable neurostimulator (ins) and they were mostly during the evenings when the patient was in certain postures. It was stated the patient would be hospitalized for three days. It was stated impedance testing, x-rays, and reprogramming were performed for diagnostic testing. It was noted the patient had pain at the device pocket and the patient status at the time of report was alive with no injury. It was stated it was an off-label patient who was treated for tourette¿s syndrome. Additional information received reported the hospitalization had occurred but the outcome of the stay was not clear at the time of report. It was stated no malfunctions were seen, only patient discomfort of the electric shock feeling. It was stated the electric shocks did not seem device related. It was noted the patient was further analyzed with different program settings. It was noted the pain had not resolved completely. It was noted different programming options had seemed to lower the patient¿s discomfort. It was noted the patient experienced variability in therapy during their hospitalization due to the different program settings.

Manufacturer narrative:
(B)(4). The device was used for an off label indication. The indication the device was used for was tourette¿s syndrome.